Manufacturer narrative:
A medtronic representative tested the system including the camera tracking field of view and was unable to replicate the reported issue. No part return or replacement was found necessary.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the navigation system's camera was having difficulty tracking the reference frame. The camera tracked the imaging system's trackers and the reference frame for the spin, then stopped tracking the reference frame after the spin. Troubleshooting did not resolve the issue, unable to track the reference frame so the surgeon aborted the use of navigation for the surgery. They reported that another attempt was made after a few levels and another spin performed. Camera only intermittently recognized the frame and navigation was aborted again. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction to unique device identifier (UDI) now provided.